Event description:
It was reported that patient presented for routine generator change procedure. During procedure it was noted that patient's right ventricular (rv) lead exhibited insulation damage. The lead was capped and replaced on (B)(6) 2024. The patient was stable.